Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The reported dental implant was returned for investigation. Visual evaluation of the as returned product identified significant damage and fracture across the implant threads. The reported product was located on tooth # 19 and used for approximately 22 months. The reported event could not be recreated due to the nature of the dental device and event (fracture). The customer has returned x-rays of the surgical site before and after fracture of the implant. A device history review was performed and no related deviations or nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Complainant reported fractured implant ,patient heard a noise while chewing. The implant was loaded and integrated.as a consequence of the event patient had bone loss, inflammation and pain. Implant was removed and a new implant would be placed. The reported complaint is confirmed following the evaluation of the returned product. A definitive root cause for this complaint could not be determined. The following sections have been updated: d4: expiration date, UDI . H3: device evaluated by manufacturer: change ¿no' to 'yes' . H4: device manufacture date . H6: evaluation codes.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Weight unknown / not provided.

Event description:
It was reported that the implant fractured. The patient heard something noisy while chewing. Implant was removed and new implant to be placed.